Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital due to receiving a shock interrogation revealed the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensed noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r-wave amplitudes were observed on deep inspiration. Boston scientific technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode from 10 days ago that had evidence of asystole 22 seconds in duration. Ts recommended obtaining an x-ray to assess for dislodgement/migration and beta blockers for rate control. The x-ray revealed that the electrode is not lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intravenous drug user and the physician does not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled but patient did not show for the appointment. As of today the device remains in service. No adverse patient effects were reported.